Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted no noise and all diagnostics appeared to be appropriate. The physician elected to program the minute ventilation feature off. The root cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.